Event description:
A discordant, falsely elevated sodium (na) result was obtained on an dimension vista 1500 instrument for one patient. The result was not reported to the physician. The customer repeated the sample on an alternate instrument and that sample resulted lower. The repeated result was sent to the physician. There are no known reports of patient intervention or adverse health consequences due to the discordant na result.

Manufacturer narrative:
The siemens technical service consultant was contacted by the customer. The tsc evaluated the instrument data and analyzed the instrument process errors and determined that the cause of the discordant sodium result was sample handling: user error. The tsc recommended that the customer perform monthly service per procedure and perform advance cleans every 2500 tests. The tsc also requested that the customer check the v2 tubing and the bulk fluid connectors and fittings. The instrument is performing within specifications. Further evaluation of the device is not required.